Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the radial artery. The 90% stenosed, de novo and bifurcated target lesion was located in the mildly tortuous left anterior descending artery (lad) and first diagonal artery. The left main artery (lm) was engaged with a 6fr 3.0 non bsc guide catheter. After a non bsc guide wire crossed the lesion, a 2mm x 12mm non bsc balloon catheter was advanced for predilation and a 2.50mm x 20mm promus element¿ plus stent was deployed at 12 atmospheres for 15 seconds. Redilation was performed using the stent delivery system balloon at 14 atmospheres for 10 seconds. Then a 2.5mm x 12mm non bsc balloon catheter was advanced for post dilation. However, angiography revealed significant pinching at the first diagonal artery. Hence strategy was changed from provisional bifurcation stenting to a 2-stent strategy. The lm artery was accessed via a femoral approach using a 7fr 3.5 non bsc guide catheter. The same non bsc guide wire was advanced to the origin of the first diagonal artery through the stent struts of the 2.50mm x 20mm promus element¿ plus stent. Predilation was attempted using a 2mm x 12mm non bsc balloon catheter. After predilation, it was noticed that there was a stent strut fracture at the dilated segment of the recently implanted promus element¿ plus stent. This resulted to a slow flow phenomena at the first diagonal artery. A 2.75mm x 28mm non bsc stent was then immediately implanted at 10 atmospheres for 20 seconds across lad to the first diagonal artery. Redilation was performed using the sds balloon at 12 atmospheres for 10 seconds. Then a 2.75mm x 12mm non bsc balloon catheter was used for post dilation. Final kissing balloon angioplasty was performed at lad and first diagonal artery using a 2.5mm x 12mm and a 2.75mm x 12mm non bsc balloon catheters. The two balloon catheters were inflated simultaneously at 16 atmospheres for 10 seconds. Final angiography revealed a timi iii flow. No further patient complications were reported and the patient's status is stable.